Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: software, 9735585, stealthstation cranial, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was "acting glitchy" and unresponsive. There was no patient present.